Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Reported false negative result for 1 patient. It is unknown if the patient was symptomatic. The customer communicated the result was positive by another molecular method which resulted in high CT values and suspected low lod. The customer also stated the samples were stored frozen for more than 4 days prior to testing with solana (off-label use).